Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however, a like device catalog # 5440030, 510k # k102555 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent posterior spinal fusion to treat a t12 fracture. It was reported that during final tightening, the set screw sheared off the wall of the hook. Both the hook and set screw were replaced. No patient complications were reported.